Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and the reported complaint could not be duplicated. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the clinician forcefully shut the drawer, and the anesthesia machine rebooted. The clinician switched to manual mode to ventilate the patient during the reboot. There was no reported patient injury.